Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault and ventilator inoperable alarms. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
The unit was returned to vyaire factory service and repaired to service specifications. The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue could be confirmed. Inspection found that the capacitor c705 is damaged.